Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
One day post implant, while interrogating the device loss of capture for the atrial lead was noted, so an x-ray was performed. The physician thought the lead had been sutured through and scheduled a revision. After the new lead was connected to this device, the physician noticed cross-channel sensing on both the atrial and ventricular leads, which did not subside after waiting a few minutes. Both leads tested normal and lead position was verified. This pacemaker and ra lead were explanted and replaced. 5/27/2015 - the field representative called in to report that the odd readings were being seen with the new system as well. The physician has determined the patient has an anomaly that he had never seen previously and there is no question of functionality with this device.

Manufacturer narrative:
(B)(4).